Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. H.6: evaluation method: biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A zoll distributor reported that a (B)(6) female patient developed a rash underneath the therapy electrodes on the patient's back. The patient, a nurse practitioner, reported that the irritation was spreading and that she thought it was possibly fungal. On (B)(6) 2015 the patient reported that she saw a physician and was prescribed hydrocortisone cream for the irritation. A follow-up on (B)(6) 2015 revealed that the patient was using an unknown powder on the irritation and that she was doing much better.